Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had an error in the defibrillation module. There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the device had an error in the defibrillation module. There was no reported patient involvement/adverse patient impact. Further information was provided that the device had failed to acquire an ECG signal.